Manufacturer narrative:
As reported, during an unspecified procedure, the bard/davol hydro-surg plus irrigator, leaked irrigation fluid into the battery compartment. There was no reported patient injury. The subject device is not returned for evaluation. Based on the investigation performed and without having the sample available for evaluation, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is given as a best estimate as date of awareness. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure, the bard/davol hydro-surg plus irrigator leaked irrigation fluid into the battery compartment. There was no reported patient injury.